Manufacturer narrative:
Batch review performed on (B)(6) 2022 lot 071435: 45 items manufactured and released on (B)(6) 2007. Expiration date: (B)(6) 2012. No anomalies found related to the problem. To date, 41 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department: revision performed 14 years and 6 months after primary cementless total hip arthroplasty in 83 year old man. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary investigation performed by r&d manager: looking at the images attached to the complaint it only the proximal part of the body and neck both anterior and posterior are visible. The stem is covered by patient blood but is seems that no ha residuals are present, additionally some signs and scratches are visible on the neck part probably due to revision surgery. It is not possible to determine the root cause of reported complaint.

Event description:
At about 14 years and 6 months after the primary surgery, the patient was revised due to aseptic loosening of the stem. The surgery was completed successfully by revising stem, head and liner.